Event description:
It was reported patient had 2nd revision of left hip due to infection. Doctor removed stem and cup.

Manufacturer narrative:
An event regarding infection involving an unknown cup was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as no medical records were received. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported patient had 2nd revision of left hip due to infection. Doctor removed stem and cup.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an humeral cup. Additional devices listed in this report: unknown liner, unknown head and unknown stem it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.